Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00907.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). While advancing the ruby coil through the px slim it became unraveled. The physician removed both the px slim and ruby coil from the patient and the procedure continued using another manufacturer's products. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The px slim was kinked approximately 2.5 and 47.0 cm from the hub; the distal shaft of the px slim was kinked approximately 10.5 and 11.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that while advancing the ruby coil through the px slim it became unraveled. The physician removed both the px slim and ruby coil from the patient and the procedure continued using another manufacturer's products. Evaluation of the returned devices revealed a kinked px slim. This type of damage typically occurs due to improper handling during use. If the device is maneuvered at angle while force is being applied, it is likely that damage such as this may occur. Further evaluation of the returned devices revealed an unraveled embolization coil and a severely kinked pusher assembly from the ruby coil. The damage to the embolization coil typically occurs due to improper handling during use. If the ruby coil is manipulated within a kinked px slim, the embolization coil may become pinched where the catheter shaft is kinked. In addition, the proximal constraint sphere and a fractured piece of sr wire were intact with the ddt. This suggests that excessive force was used to retract the coil. The pusher assembly was kinked in multiple locations, likely due to improper handling while packaging the device for return, as this damage was not mentioned in the complaint. Px slim catheters are 100% visually inspected for damage during in-process inspection. Ruby coils are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.